Event description:
Customer reported a malfunction alarm with code malf 12 on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support in resetting the pump, but the malfunction code recurred. Consequently, technical support arranged for a pump replacement, and the customer will use multiple daily injections as a backup insulin therapy. Customer was instructed on preparing and returning the faulty pump, with an understanding and acknowledgment of the process.